Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a broken belt clip on the insulin pump. The blood glucose reading at the time of the incident was 49 mg/dl. The customer stated that the clip broke as she was checking the blood glucose.